Event description:
During a ptca / stenting treatment procedure, the quantum maverick monorail 12/3.5 mm balloon ruptured at 18 atms, causing the catheter shaft to separate and embolize down the vessel. The pt was asymptomatic during this event. The lesion being treated was a calcified, 80% stenotic lesion in the right coronary artery. The physician used a 6f introducer sheath for vascular access, a 6f guide catheter and a choice pt guidewire to cross the lesion. The quantum maverick monorail balloon was being used to post-dilate the lesion after placement of a taxus stent. The embolized portion of the balloon catheter was retrieved with a snare. The procedure was successfully completed. No pt injuries or complications were reported. Pt status is reported as 'fine'.